Manufacturer narrative:
It was reported that, the 6 months after stent placement, the stent was found being fractured and split in two in MRI exam. One was remaining in the stenosis part and the other one migrated to jejunum. First of all, it was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The biliary structure where stent was implanted is narrow and curvy. Stent can be frequently pressured due to patient's lesion status and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. It is, however, hard to find out exact root cause for this complaint because the suspected device was not returned and it is difficult to reconstruct the situation at the time of procedure with limited information. Based on the description, which was written that "the 6 months after stent placement, the stent was found being fractured and split in two in MRI exam. One was remaining in the stenosis part and the other one migrated to jejunum.", it is assumed that the stent was consistently pressured due to patient's lesion status, resulted in fracture in two pieces and then one of fractured stent in two is migrated to jejunum due to foreign substance such as food, body fluids and/or peristalsis of organs etc. It is stated on user manual as follows. 6. Potential complications. Post stent placement complications. Stent fracture. Stent migration. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
(B)(6) (probably in 2018): dct2012bp was placed in the patient. (B)(6) 2019: the stent was found being fractured and split in two in MRI exam. One was remaining in the stenosis part and the other one migrated to jejunum. The patient is currently undergoing conservative treatment.